Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the amount of water contact and the water removal ability did not meet standard value due to clogging of the nozzle. The plastic distal end cover had a dent and there were scratches noted throughout the device. The adhesive on the bending section rubber was detached. The angle was low and the knob had play. It was noted that the forceps could not be inserted smoothly due to a dent on the channel tube. The connecting tube, control unit, universal cord, and image guide protector had discoloration. The scope cover, grip, switch box, right/left knob and up/down knob were dirty. Switch 1 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had play and reduced angulation and discoloration in insertion tube. The issue was found during maintenance. Inspection and testing of the returned device found that the nozzle had an unknown yellowish/brown foreign object. It was also noted that the plastic distal end cover was dirty and the bending section rubber had clotting protein. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.